Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) displayed atrial sensed beats and right ventricle sensed beats simultaneously. The guidant tahcycardia lead was replaced with a competitor's lead but there was no improvement. The atrial lead is a competitor's product.